Manufacturer narrative:
Clinical review: the picture on the treatment report shows a dense opaque bubble layer (obl) superiorly and close to the hinge position. This obl is caused by formation of gas during the cutting procedure. The provided treatment report does not show any abnormalities regarding geometry settings, device settings (energy, spacing) and docking. The report shows a long "suction time" of 80 seconds, this means a long docking procedure or several docking attempts. However the chosen canal length appears too short, so the canal was not allowing the gas to vent. The created obl leaves a cut with larger tissue bridges. In general, it is recommended to extend the canal to the end of the meniscus/end of applanation area. Canal length too short, so the canal was not allowing the gas to vent. The created obl leaves a cut with larger tissue bridges. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, during lasik flap creation of the right eye an opaque bubble layer was noted to form. The resulting tissue bridge was outside of the pupil so the flap was able to be opened and excimer treatment performed. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.